Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The pump is expected to be returned for examination, and a replacement pump with a new serial number has been issued.